Manufacturer narrative:
Catheters are 100 percent inspected at various stages of the manufacturing process. A pressure test is performed on all catheters during manufacturing to ensure the catheters can withstand the pressures and forces when utilized within the instructions for use. A control pull test is also performed per the specifications to ensure catheter strength and integrity. A review of the device history record by bd did not reveal any inconsistencies or abnormalities. The product will not be returned for analysis. Therefore, a definitive root cause could not be determined. A single lumen first PICC catheter of a similar size (4f) and material specifications was reviewed. An attempt to recreate the failure was made. Tension was applied to the tubing of the control catheter until breakage occurred. These samples were reviewed under magnification. Like the photo of the complaint catheter, the area of breakage exhibited a fairly clean, straight edge. It is most likely that excess tensile force applied to the catheter caused the breakage. The instructions for use caution the user as follows, ¿remove slowly. Note: do not use excessive force,¿ and also state, ¿if resistance is felt, stop removal. Apply warm compress and wait 20-30 minutes.¿

Event description:
When PICC nurses were removing a bd-label 5f first PICC from a (B)(6) nasopharynx cancer patient, catheter breakage occurred. The patient was referred to vascular surgery department on (B)(6). A 5-cm-long piece of the catheter was found residing in distal part of left pulmonary artery branch. The piece was removed on (B)(6), 2015.